Manufacturer narrative:
The 510(k) # is k073231.

Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultralink meter continued to revert to the setup mode when performing a blood glucose test. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2010 at 10pm. The cca was advised the patient manages his diabetes with humalog insulin (amount not specified). It is not known what action the patient took at the time of the alleged issue. An hour after the alleged issue begun, the patient claimed he developed a "cramp." The patient denied receiving medical treatment. At the time of troubleshooting, the cca noted there was no misuse of the subject meter and the batteries were not recently replaced/ removed. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury since the patient symptoms did not correlate with lfs's definition suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported because the alleged product issue remained unresolved.